Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) saline bag was broken open and spilled on unit and unit will not operate now. They changed to another unit. There was no harm reported.

Manufacturer narrative:
Corrected fields: h8. Updated fields: b4, d8, d9, g3, g6, h2, h3, h6- type of investigation code, investigation findings code, investigation conclusion code, componnent code), h11. A getinge field service engineer (fse) confirmed unit started without issue, when completing tests fse found printer did not function. Fse disassembled and confirmed dried salt and corrosion on the printer printer circuit (pc) board and further testing showed system diagnostic configuration of pc boards only showed the video and display on the printer pc board. Further disassembled and confirmed corrosion on multiple boards and dried salt. The quotation was provided to customer. Fse confirmed customer has still not provided funds for the repair. Unit on hold. No further information has been provided after multiple requests from biomed. There was a patient involvement but no harm was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. A getinge field service engineer (fse) confirmed unit started without issue, when completing tests fse found printer did not function. Fse disassembled and confirmed dried salt and corrosion on the printer circuit (pc) board and further testing showed system diagnostic configuration of pc boards only showed the video and display on the printer pc board. Further disassembled and confirmed corrosion on multiple boards and dried salt. The quotation was provided to customer. Fse confirmed customer has still not provided funds for the repair. Unit on hold. No further information has been provided after multiple requests from biomed. There was a patient involvement but no harm was reported. The unit has extensive saline intrusion damage and the unit does not start up. Customer is going to scrap the unit.

Manufacturer narrative:
Corrected fields: h6- component code. Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- e1 (event site email).